Event description:
It was reported that sometime post port placement procedure, the port allegedly failed to infuse. It was further reported that through dsa indicated the distal end of the catheter allegedly migrated beneath the clavicle. Reportedly another port was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history records review is not required. Investigation summary: the sample was not returned for evaluation, one medical image was provided for review. The investigation is inconclusive for the reported failure to infuse as the exact circumstances at the time of reported event cannot be confirmed from the provided image. However, based on the image review, the reported migration can be confirmed as the catheter was noted to be taking an aberrant course towards the axilla. A definitive root cause could not be determined, improper placement technique could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2021).

Event description:
It was reported that sometime post port placement procedure, the port allegedly failed to infuse. It was further reported that through dsa indicated the distal end of the catheter allegedly migrated beneath the clavicle. Reportedly another port was used to complete the procedure. There was no reported patient injury.